Manufacturer narrative:
The recipient's device will reportedly not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and noted rework on the silicone void on some electrodes. This is not believed to be related to the adverse event. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing lack of benefit due to open electrodes and sound quality issues. A CT scan revealed extracochlear electrodes. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and noted rework was performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.